Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after subsequent review of the following journal article, kumar, g. And dunlop, c. (2011). Case report: a technique to remove a jammed locking screw from a locking plate. Clin orthop relat res, 469, 613-616. The authors describe a new easy technique to remove a jammed locking screw in a locking plate that is easily reproducible and suggest an algorithm to determine the method to remove screws from locking plates. The authors reported that a (B)(6) man received a synthes less invasive stabilization system plate (liss) for a distal femoral fracture five years previously. The patient returned with symptoms of pain over the distal plate during flexion and extension of the knee. The patient consented to implant removal. Only one of the distal bicortical locking screws could be removed with a standard torque-limiting screwdriver while the others were jammed in the plate. A synthes conical extraction screw was used for the second screw, but the conical extraction screw broke. Another extraction screw was used to attempt removal of the next distal bicortical screw, but that failed. The rest of the distal screws were removed using a technique not previously described; a radial cut was made from the plate edge to the edge of the screw hole, an osteotome was wedged in the cut to increase the circumference of the threaded portion of the screw hole, and the distal bicortical screws were then removed with the conical extraction screw. All screw heads were released by radial cuts to each of the distal screw holes. This report is for an unknown plate. This is report 1 of 3 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.